Event description:
Olympus further received information that the issue occurred during pre-use inspection for an unspecified therapeutic procedure. The procedure was completed with another device.

Manufacturer narrative:
This report is being supplemented to provide additional information from customer and additional information based on the legal manufacturer's final investigation. Following fields are updated: the subject device underwent visual and functional inspection. The customer allegation was not confirmed. However, contact point corrosion was observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): ¦"chapter 4 usage (warning) ¿ if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a device may injure the patient, cause bleeding or perforation." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the camera head has "poor video image". The issue was found during an unspecified event. There were no reports of patient harm.